Event description:
It was reported that a revision surgery was performed to remove the dished insert due to pain. Doctor doesn't blame the implant to be the cause of the pain.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. The following are the results of our investigation: the associated complaint devices were not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A clinical analysis that based on the available information, a root cause for the ¿pain¿ that precipitated the revision this patient experienced cannot be concluded. No patient clinical/medical information had been provided at this time. Should any relevant information become available this complaint can be re-assessed. A review of complaint history on the listed parts revealed no additional complaints for the listed batches. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.